Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse tested cs300 helium system for leaks, observed no leaks in pneumatic. Customer installed new helium tank and is holding helium pressure to specifications. Could not duplicate any helium leak failure. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is leaking helium at an excessive rate.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit is leaking helium at an excessive rate. Customer called regarding patient in the ICU department on a cs300 and unknown iab type. Caller had limited information. States that during the night, several hours earlier, the helium tank was half full. A few minutes later it showed empty and the pump stopped working. They were able to successfully replace the tank and continued pumping. The patient reportedly had no adverse outcome related. Currently pump with a new tank that is 3/4 full. A follow-up call was made for further information. Customer states that the pump is working fine right now and the tank still shows 3/4 full.